Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2010.

Event description:
Procedure: pneumonectomy. According to the reporter: the sulu closed, but did not cut and the instrument could not be opened anymore. Then the vessel was disconnected and the vessel was hand sutured. Surgery time extension was reported as more than minutes. The procedure was converted to open.